Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of a fractured ceramic head. Injuries listed in the legal claim consisted of the effects of cobalt and chromium poisoning, including vision and hearing loss, thyroidism, cardiomyopathy, diabetes, pneumonia, fluid around the heart and extreme weight loss.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. Conclusion and justification status: the complaint states the patient underwent revision surgery to his right sided hip replacement. It was noted that the ceramic ball had cracked. The metal stem was replaced a review of manufacturing records and complaints databases did not identify any anomalies. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.